Manufacturer narrative:
Report confirmed. The device was tested and the max temperature rise was measured to be 139°f. The likely cause was identified as worn front and rear bearings due to inadequate preventative maintenance. It was also noted that the motor sounded rough. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 50 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of motor got very hot after one minute. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return and due to customer indication that this report is a complaint.